Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe package was breached and has contamination. This occurred on 5 occasions before use. The following information was provided by the initial reporter: a seal issue has been found on several syringes in one box where the outer wrapper is breached and therefore the syringe is no longer fit for use. Some of the breached packs show quite significant contamination.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-07. H6: investigation summary: five samples and one photo was provided to our quality team for investigation. Through visual inspection, a piece of paper is observed inside the seal along with dirt that can be seen inside the blister. A device history record review did not reveal any documented quality issues during the production of lot number 2005222 that could have contributed to this incident. During the primary packaging process, film and paper are guided along a chain in the packaging machine. Once the blister packaging is sealed, longitudinal and transversal cutters cut the extra pieces of film and paper and they are rejected to scrap by a vacuum system. Characterization testing was conducted on the dirt to properly identify the origin. Testing revelated the dirt consisted of grease and plastic, the grease generating from the chains that guide the paper in the packaging machine and the plastic from syringe material. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Although we could not identify a direct issue, it was determined that a failure in the vacuum system resulted in improper rejection of the extra paper and film pieces, which caused them to be sealed within the reported blister package, creating the open seal. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe package was breached and has contamination. This occurred on 5 occasions before use. The following information was provided by the initial reporter: a seal issue has been found on several syringes in one box where the outer wrapper is breached and therefore the syringe is no longer fit for use. Some of the breached packs show quite significant contamination.